Event description:
A diabetic pt (type ii for 27 years) obtained a result of 322 mg/dl with the suspect device. The pt felt more ill and went into a ketoacidotic coma. Twelve hours later, the pt was taken to a clinic where her blood glucose was 1000 mg/dl by an unknown device. The pt was transported by ambulance to the hospital, and treated with unknown intravenous medication. On 5/29/97, the device's memory function could not be accessed by the customer. A review of the pt's technique revealed that she sometimes underdoses the strips. Device labeling indicates that with prolonged hyperglycemia or ketoacidosis, the device may give values lower than those which would be obtained with a venous sample because of hyperosmolarity.